Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was admitted to emergency room and was hospitalized for hyperglycemia and diabetic ketoacidosis on (B)(6) 2018 around 11:00 am. It was reported that the customer had high blood glucose levels of 27.3 mmol/l at the time of incident. It was reported that the customer was treated at the emergency room with intravenous drip and the insulin pump. It was reported that the customer experienced symptoms related to the high blood glucose levels included such as tiredness, short of breath and muscle pain. It was reported that the customer ¿s current blood glucose level was 9.6 mmol/l. It was reported that the insulin pump was receiving multiple insulin flow block alarm for the past week. It was reported that the customer troubleshoot herself and noticed that the piston stops pushing the reservoir but the issue was resolved after changing the infusion set. It was reported that the high blood glucose event began on december 10, 2018 and the infusion set was changed on (B)(6) 2019. It was reported that the customer was using the insulin pump within 48 hours of reported high blood glucose event. Troubleshooting was performed. The customer does not allege that the insulin pump was under delivering the insulin. Customer stated that the drive support cap was normal. It was reported that the customer also had a manual injection to treat the high blood glucose levels. The customer was not connected to the insulin pump while priming the device. Product is not expected to return for analysis.